Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 as follows: the display was found to be dim with a pink contrast. The battery compartment was found to be cracked from the top to the case seal along the left side to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.